Event description:
Call was initiated by a pharmacy staff member. Customer's wife stated that her husband had received consecutive blood results of 121 and 389 mg/dl on his contour meter. He took insulin accordingly and experienced hypoglycemic symptoms. Customer's blood glucose was re-tested on his contour and the reading was 40 mg/dl. Customer was given something to eat. Replacement strips were sent to the customer and he is expected to return his strips for evaluation. Test strip info could not be obtained but meter info was given.